Event description:
A home health agency nurse reported an incident involving a pt with a history of peripheral vascular disease and a history of groin wound dehiscence. The pt was reportedly being treated with v.a.c. Freedom therapy for a dehisced incision from a femoral popliteal bypass surgery and was receiving anticoagulant medication. The nurse reported that during a dressing change, the dehisced upper thigh wound started bleeding and the pt was transported to the hosp. The pt was reported to suffer cardiac arrest at the hosp and was placed on a ventilator. The dr treating the pt reportedly stated that the v.a.c. Therapy did not have anything to do with the bleeding. Upon investigation, it was reported that the pt suffered hypoxic brain injury in addition to the cardiac arrest and expired two days later. The pt was taking coumadin as an anticoagulation medication. The pt's dr told a family member that the bleeding was not due to the use of the v.a.c. Device. A small amount of bleeding had been observed when v.a.c. Therapy was initiated. It was reported that there were no exposed blood vessels in the wound, and no protective layers were used in the wound.